Event description:
Additional information: drugs delivered via the device were noted as fentanyl, clonidine and bupivacaine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model 8731, lot # b005986n44, implanted: (B)(6) 2004, explanted: unk; catheter model 8709, lot # l78693, implanted: (B)(6) 2000, explanted: unk; sc connector model 8578, serial # (B)(4), implanted: (B)(6) 2009, explanted: unk.

Event description:
It was reported that the patient experienced pain. It was noted there was no effect with a bolus dose. Refill prog date/time: (B)(6) 2009/1142. Programmer time: 1410. A catheter dye study was performed. The results were they were unable to aspirate (B)(6) 2010. The kinked catheter was caused by the anchor. A catheter revision was performed (B)(6) 2010. Outcome was reported as resolved without sequelae (B)(6) 2010.